Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had diaphragmatic stimulation from the left ventricular lead. The stimulation was resolved by changing the pacing configuration.. The lead is still in use. No further patient complications have been reported as a result of this event.